Event description:
The patient received an alert for hv lead impedance out of range. Interrogation showed lead impedance greater than the upper limit. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.